Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. Customer stated that insulin pump has stopped working. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). No frozen screen or stuck at number 6 noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected compromised force sensor system or low battery alarm noted during testing.